Event description:
The customer reported via the maude event report, that he had been involved in three car accidents due to faulty sensors and receiving excessive amounts of insulin. The customer stated that his blood glucose levels dropped below 20 mg/dl on each occasion, causing him to black out while driving. The customer stated that the insulin pump had been replaced after the second accident because it was alarming at the time. The customer stated that he was in his third accident (B)(6) months later, and again, the insulin pump was alarming. The customer stated that he has obtained an attorney. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.